Manufacturer narrative:
Based on the reported info and evaluation of the returned product, the findings were as follows: the returned unit was received with the ratchet extension arm bent. It would not go all the way through the base. The lock had rotational movement. The 80 pound torque knob tested good under pressure. The large starburst teeth were a little worn but was still functional. Heli-coils were needed. The rocker arm passed the go nogo gage. All other components were functional. The unit has never been sent in for general maintenance. Integra considers this complaint investigation closed. Future incidents of this nature will be documented for recurrence and trending purposes.

Event description:
It was reported, the unit lost pressure during a re-exploration c3-c7 corpectomy and removal of hardware procedure. The pt was initially placed in a prone position and was not repositioned afterwards. According to the surgeon, the mayfield "dropped" slightly, changing the angle of the head during the procedure. It was thought that the single pin side of the head frame "slipped", causing the holder to fall. The product problem was discovered six hours before the event occurred. There was a 10 minute delay in surgery as a result of the product problem. The clamp was evaluated by the user and was checked for security. No revision or change was made to the clamp.